Manufacturer narrative:
Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a review of the nrg transseptal needle risk documentation was completed and confirmed that the event of failure to cross the septum was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the available information, boston scientific's investigation findings were unable to establish a clear conclusion about the cause of the reported event of failure to cross the septum; therefore, cause not established cause conclusion code was selected. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that during a pulmonary vein isolation procedure, an nrg transseptal needle was selected for use. It was noted that three attempts of energization was performed during the septal puncture; however, it failed to penetrate the septum. When a new needle was used, it penetrated on the first attempt of energization; therefore, it was possible that energization was not delivered properly. No patient complications reported. The device is not expected to be returned for analysis (discarded).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure, a nrg transseptal needle was selected for use. It was noted that three attempts of energization was performed during the septal puncture; however, it failed to penetrate the septum. When a new needle was used, it penetrated on the first attempt of energization; therefore, it was possible that energization was not delivered properly. No patient complications reported. The device is not expected to be returned for analysis (discarded).